Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was no longer working. The head was returned to service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head was no longer working. The head was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head was no longer working, its cable and its lower case were out of specification. It was also noted that the upper case was broken and the magnet contaminated. The head was to be scrapped as it was determined to be beyond economical repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.